Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. A review of device history records was performed and no complaint related issues were found. The investigation could not be completed and no conclusion could be drawn as the device is entering the complaint system. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: the returned device was evaluated by the engineer. The report states that one blade guide sleeve, part number 357.369, and one 11.0mm/3.2 wire guide, part number 357.381 were received with the complaint category of ¿sticks/jams/stuck.¿ these instruments are critical components of the ti trochanteric fixation nail (tfn) system intended for the intramedullary fixation of proximal femur fractures and are specifically used in the procedure for the insertion of the helical blade. The wire guide is inserted in the blade guide sleeve, which is secured in an aiming arm, for the insertion of the guide wire. This information is provided per titanium trochanteric fixation nail system technique guide (B)(4). The returned blade guide sleeve, lot # 6719107, was manufactured october, 2011. It was received showing scratches and wear over the length of the device. This wear is consistent with the expected condition from use. However, the proximal end of the blade guide sleeve showed deformation and three dents on the inner diameter which is not expected wear from use. The three guide pins on the helical blade inserter and the three mating channels on the blade guide sleeve are spaced such that the two parts can only align in a single direction to insure proper orientation of the helical blade when fully inserted. The dents on the top surface of the returned blade guide sleeve are between the channels and match the orientation and size of the pins on a helical blade inserter. Thus, these dents show evidence of forceful misalignment and most likely the dents pushed metal into the diameter of the blade guide sleeve reducing the inner diameter. The balance of the tool is in good condition. The returned 11.0 mm/3.2 mm wire guide, lot # 4378105, was manufactured april, 2002. It was received showing heavy wear and scratches and the distal tip is deeply deformed. The tip is no longer round and there are indents that cut into the tip. There are also hammer marks on the proximal end of the device where hammering is not called for per the technique guide. This shows evidence of excessive force caused by hammering and that the distal tip impacted another component. The balance of the tool is in good condition. The complaint condition could not be replicated as the components were received separated and did not fit back together. However, the wire guide could be inserted into the distal end of the blade guide sleeve and did not meet resistance until the distal end of the wire guide met the proximal end of the blade guide sleeve. This shows evidence that the cause of the complaint condition is the interaction of these two points. Therefore, the most likely cause of the complaint condition is as follows. The blade guide sleeve had a reduced inner diameter from burrs caused by previous forceful misalignment with a helical blade inserter. Then the devices jammed as a result of forceful hammering of the wire guide, explaining the hammer marks on the proximal end, in order to overcome the burrs on the blade guide sleeve. Thus, it is likely that the method of use and the use of worn components rather than a design deficiency has led to this complaint. The supplier¿s certificate of conformance for the blade guide sleeve indicates that the device was manufactured to the current drawing revision, (B)(4). The 11.0 mm/3.2 mm wire guide drawing, (B)(4), was updated after the manufacture of the returned device by dco# (B)(4). Therefore, a review of the current drawings and the corresponding dcos was performed. The instruments were both found to be sufficient for their intended use. Therefore, this complaint is invalid from a design perspective.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: the device was evaluated by manufacturing engineer. The report states that the device shows scratches allover the surface. There are visible hammer marks on the top of the instruments. The tip is worn between the hole and the cone. The laser etching is readable. The device was produced and distributed in april 2002. The device shows scratches allover the surface. There are visible hammer marks on the top of the instruments. The tip is worn between the hole and the cone. The manufacturing review shows that the production procedure was according to the specifications. Due to the hammer marks at the device we can presume, that the device was subjected to an inappropriate use. High mechanical forces were applied and could cause the complained issue. Because of the age of the instruments we can assume that the device works properly when distributed. Therefore we consider this complaint to be invalid from a manufacturing standpoint.

Event description:
Blade guide sleeve, part number 357.369, and wire guide, part number 357.381, jammed together intraoperatively. Surgeon tried to pry them apart for a few seconds. Synthes representative present suggested opening their 2nd set of troch. Fixation nail locking instruments, which they did, and case proceeded uneventfully. Approximate delay in the case time was about three to five minutes. This is report 2 of 2 for complaint (B)(4).